Event description:
It was reported that the screw fractured during the surgery. The tip of screw remains in the patient. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 corrected: d4(UDI) visual examination of the returned product identified the threaded end of the screw is fractured and was not returned. There were nicks and scratches around the shank between the head and first thread. No other damage was noted during visual evaluation. Fracture analysis suggested that the device possibly fractured due to torsional overload. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: retained fractured screw tip is not identified; however, exam is limited by lack of second view and image artifacts. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.